Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced peritonitis in fall 2012. The patient catheter had been removed and replaced. On an unreported date approximately a year later, the patient's pd tubes were chewed by cats. The patient again experienced this peritonitis was due to chewing of pd tubes by the cats. On the same day as the reoccurrence, the patient was treated with gentamicin ip (once until sensitivity results were in) for peritonitis. The patient was switched to vancomycin ip (dose and frequency unknown) once sensitivity results were in. The patient began treatment with fortaz ip (dose and frequency not reported) as maintenance for peritonitis. On an unreported date, the patient began treatment with augmentin, orally (dose and frequency not reported) for peritonitis. On an unreported date, the patient experienced sepsis. Approximately a month after the reoccurrence, the peritonitis was ongoing and the patient was hospitalized for peritonitis and sepsis. Treatment for sepsis was not reported. The recurrent peritonitis was caused by having their cat in the room while performing therapy. On an unreported date, the patient was discharged from the hospital. The patient was switched to hemodialysis permanently and recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. However, animal damage was reported and is known to be able to cause the reported issue. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. The guide instructs, in order to reduce this risk, the patient should not perform dialysis in the same room as pets or animals. Should additional relevant information become available, a follow-up report will be submitted.